Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/07/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 07/01/2014 with the following findings: a review of the pump¿s black box history and alarm history showed no evidence of errors, alarms, or warnings related to the complaint were recorded. During testing, the pump powered on to the ¿verify¿ screen in accordance with normal operation using the returned battery cap. Audio tones were present when the pump was powered on. The pump¿s audible tone measured at 61.8 decibels as per normal function. There were no inadvertent or intermittent tones heard. The pump case was removed and no evidence of moisture or loose components was found inside the pump. The complaint of the pump emitting an abnormal noise was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an audio tone/vibration (audio tone issue) issue. It was reported the pump was emitting an abnormal noise. The pump was unavailable to troubleshoot at the time of the call and no additional information was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.